Event description:
Pt's daughter reported that she was standing at the foot of her father's bed, with the frame of the single bar trapeze overhead. She further reported that she was struck on her head by part of the frame and that she was unconscious for about 5-10 seconds, suffering a bump on her head. The facility offered urgent care services to the pt's daughter, but she refused treatment. The pt indicated that the support frame of the trapeze had been moved out of its proper location due to location of the ceiling lift above the support frame.